Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
It was reported that the patient developed small ulcerations and skin irritation beneath the wafer. Weepy. Instructed in stomahesive powder protective barrier wipe usage and using 1 and three eighth opening rather than the 1 and a half inch opening. Also eakin seals if needed.